Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickening and stenosis were confirmed based on the provided medical records. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information was provided, a definitive root cause of leaflet thickening is unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 4 years and 6 months after a transfemoral tavr procedure with a 20 mm sapien 3 ultra valve, the patient presented with congestive heart failure symptoms. A transthoracic echocardiogram was performed and reported bioprosthetic aortic valve with severe aortic stenosis (mean gradient 52 mmhg, aortic valve area 0.9 cm2, peak velocity 4.7 m/s), and no regurgitation. A transesophageal echocardiogram (tee) and left heart catheterism performed reported "subvalvular stenosis due to a ring-membrane, mean gradient 65 mmhg by cath." The patient was diagnosed with severe aortic stenosis of the bioprosthetic valve. The patient is being worked up for a valve in valve procedure or redo surgical aortic valve replacement (avr) for subaortic membrane. A CT with contrast indicated due to aortic stenosis reported bioprosthetic aortic valve with moderate attenuated leaflet thickening (halt).

Manufacturer narrative:
Investigation is ongoing.